Manufacturer narrative:
Per the medical reviewer the red dot is a small erythema that is not serious and will resolve with out secondary treatment. Based on the evaluation of the data logs, the handpiece and system performed as expected. The investigation is ongoing.

Event description:
During a thermage cpt treatment a spark was seen while treating a patients forehead. There was no harm to the patient and no defects were seen on the tip membrane. Approximately 600 pulses were completed when the clinician elected to pulse again on her left inner forearm where she witnessed a spark which left a red dot. The highest energy used was 3.5. No secondary intervention was required.

Manufacturer narrative:
The treatment tip and datalog were returned for evaluation. The datalog showed the following errors occurred during treatment. Quantity - error ID - description - percent of reps 1 - 76 - tip lifted/tilted during rf on - 0.24%. 1 - 112 - rf delivery efficiency error (phase) - 0.24% . 1 - 131 - underforce during rf on - 0.24%. 6 - 172 - tm2 disconnected - 1.45%. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the hp and system performed as expected. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the rf trace. This confirms the customer¿s account of sparking during treatment. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane, potentially resulting in burns or redness. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Trending will be performed to monitor this issue. No further action is necessary at this time. The investigation is complete.